Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was recently implanted. During implant there were multiple unsuccessful attempts to reinsert the right ventricular (rv) lead pin into the can. It was observed the distal pin would not enter the setscrew post. After applying mineral oil to the rv lead, this allowed the pin to slide distally into the set screw post and the procedure was successfully completed. The setscrew was tightened, and the lead was tested, and all measurements were repeated multiple times, and all were normal and similar to the explanted device. No additional adverse patient effects were reported outside of this implant procedure. The ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1/df-1 lead into the header of this device resulting in connection issue. Please refer to the description for more information regarding the specific circumstances of this event.